Event description:
It was reported by the rep that the surgeon used (1) 35ol trocar in procedure. The gasket became torn and pneumo leaked. The surgeon used a new trocar to complete the case. There was no consequence to pt.